Manufacturer narrative:
E1: initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in a moderately calcified artery. A 10mm x 3.25mm wolverine cutting balloon was used for treatment. During the procedure, upon first inflation the balloon ruptured at 6 atm for 2 seconds. The device was removed without problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the condition of the patient post procedure was good.